Event description:
It was reported that the lead had a mode switch due to oversensing. No action was taken due to the presence of chronic atrial fibrillation (af), and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).